Manufacturer narrative:
MDR 3003442380-2026-09394 / initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the he patient experienced elevated blood glucose levels and the patient treated the high blood glucose levels by administering a bolus via the pump.